Manufacturer narrative:
Related voluntary medwatch form received: mw5145407.

Event description:
It was reported that a pacemaker (unknown manufacturer) exhibited an unexpected minute ventilation rate response due to noisy signals and oversensing on the right atrial (ra) lead, leading to inappropriate atrial tachycardia response episodes. Reprogramming options were discussed. The product remained in service and no adverse patient effects were reported.